Manufacturer narrative:
A ge rep evaluated the system and reloaded software. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
The customer reported an ffb reboot. No pt injury was reported.